Event description:
The customer was hospitalized for low bgs. The customer indicated that the incident happened four weeks ago. The customer arrived at the hosp in the early afternoon and was released a couple hours later. The customer was only there long enough for their bgs to get back up to a normal level. The customer mentioned that the bgs were low. The paramedics were called.